Manufacturer narrative:
Lot 6970814: UDI (B)(4). Lot 7517791: UDI (B)(4). Additional devices implanted and/or related to this event: tgt3115/7517791 the review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(4) 2010, the patient underwent a procedure using two gore tag thoracic endoprostheses to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 40mm. Follow up dates and aneurysm measurement: (B)(6) 2010, 40mm, (B)(6) 2012, 47mm, (B)(6) 2013, 49mm, (B)(6) 2014, 49mm. There is aneurysm enlargement of 9mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention.